Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc. For investigation therefore, no investigation can be performed. Based on the reported event, the shockwave m5plus peripheral intravascular lithotripsy (ivl) catheter did not malfunction. The embolism was noted to have appeared after 150 pulses were delivered in the right iliac artery. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a female patient in her 60's, underwent a distal aortic total occlusion procedure to treat the right and left iliac arteries using the shockwave m5plus peripheral intravascular lithotripsy (ivl) catheter. The ivl successfully delivered 150 pulses in the left iliac. After the ivl balloon delivered 150 pulses in the right iliac, a distal embolism was observed. According to the physician, the embolism was located on top of the occlusion and ivl balloon was unable to remove the emboli. The patient was taken to surgery and underwent thrombectomy and endovascular aneurysm repair (evar). Post surgery, the patient was admitted in the hospital for a week. There was no report of ivl catheter malfunction.